Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error codes and blackout image were due to fluid invasion in the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited b30 and e216 scope communication error codes and a blackout image. There was no patient involvement.